Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the low humidity alarm was triggered on an mr850 respiratory humidifier when using an rt236 infant dual heated evaqua breathing circuit. This was found four days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance and continuity tested using a calibrated multimeter. Results: the resistance test revealed both the inspiratory and expiratory heater wires were within specification. The continuity test revealed that the inspiratory limb heater wire was open circuit due to a break in the heater wire at the left heater wire pin inside the overmoulded plug. A lot check revealed one other complaint of this nature for lot 130821. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. The hospital reported the low humidity alarm was only triggered after four days of use. The user instructions that accompany the rt236 infant breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."